Event description:
The technician alleged that the bed has no motor functions and there is fluid damage on the power control board. No patient impact.

Manufacturer narrative:
The technician replaced the power control board to resolve the issue.